Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience visualization of particles and fatal oxygen crisis from the device. There was no medical intervention required by the patient. The reported events of visualization of particles and fatal oxygen crisis and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as serious injury to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has updated related to the complaint changing from the reported product problem to a adverse event and product problem. Section h1 has changed to reflect a serious injury. Section h6 health effect- clinical code, impact code, type of investigation findings and investigation conclusions has been updated. Corrected information was provided in e1. (Previously initial reporter phone number captured incorrectly).